Event description:
It was reported that a farawave catheter during procedure, the guidewire got stuck, was not possible to be retracted. The wire remains inside the catheter. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The catheter was returned with an unraveled portion of the guidewire still stuck inside. An attempt was made to remove the guidewire, but the attempt was unsuccessful. The device was then put in the x-ray to look for any abnormalities that may have caused the inability to remove the guidewire from the catheter. X-ray imaging revealed blockage inside the hypotubes. Dissection of the catheter revealed a clump of biological foreign matter occluding the guidewire lumen, likely causing the guidewire to become stuck during the procedure. Further dissection showed stuck tissue outside of the guidewire lumen at the site of the occlusion. During the procedure, it is likely that the biological foreign material and tissue was pulled into the guidewire lumen while attempting to remove the guidewire with force.

Event description:
It was reported that a farawave catheter during procedure, the guidewire got stuck, was not possible to be retracted. The wire remains inside the catheter. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device was returned for analysis. It was further reported that there was no tissue seen at the tip of the catheter or guidewire. The wire was not able to be removed, pulled strongly till wire broke a cook extra stiff guidewire, no movement possible. Heparin was given pre and post transeptal. Case performed on non-interrupted anticoagulant, measured by act, and heparin continuous on pump. X-ray and ice were used as imaging.

Event description:
It was reported that a farawave catheter during procedure, the guidewire got stuck, was not possible to be retracted. The wire remains inside the catheter. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported that there was no tissue seen at the tip of the catheter or guidewire. The wire was not able to be removed, pulled strongly till wire broke a cook extra stiff guidewire, no movement possible. Heparin was given pre and post transeptal. Case performed on non-interrupted anticoagulant, measured by act, and heparin continuous on pump. X-ray and ice were used as imaging.